Event description:
The patient reported that they compared their teladoc blood pressure monitor reading with a reading performed at their doctor's office with a manual cuff, performed seconds from each other on the same arm. The difference between the readings was over 20mmhg. No treatment was reported as part of the discrepancy between blood pressure readings.

Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.

Event description:
The patient reported that they compared their teladoc blood pressure monitor reading with a reading performed at their doctor's office with a manual cuff, performed seconds from each other on the same arm. The difference between the readings was over 20mmhg. No treatment was reported as part of the discrepancy between blood pressure readings.